Event description:
It was reported that there was an issue with ff016 - 6 craniofix absorbabl.clamp sterile 11mm. According to the complaint description, the clamp broke postoperatively. The patient had returned to the neuro-clinic for re-examination and was found to have subcutaneous pseudocyst. X-ray results showed floating bone flap, and intraoperative exploration confirmed fracture of skull lock suture. Re-fixation was performed. A revision was required. The original surgery for skull fixation took place on (B)(6) 2023; the instructions for use (IFU) had been followed and the procedure went well. All information has been provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Investigation results were based on device history records and historical data analysis. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. The assessment for this adverse event was based on patient harm, revision. Conclusion/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.